Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16379. It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator and right ventricular lead was noted with non-sustained oversensing episodes. Low amplitude noise was noted in these episodes. The physician did not comment on where the noise was due to. The patient performed several deep breaths and tried coughing, but the noise cannot be reproduced. No programming changes were performed. The patient was stable.